Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system presented to the hospital for appropriate shocks due to ventricular fibrillation (vf). Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery and high shock impedance on the right ventricular (rv) lead. The technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.